Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Initial reporter phone #: (B)(6). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd emerald¿ - 3-piece syringe plunger was broken, and a few were in damaged condition. The following information was provided by the initial reporter: when the customer opened the individual sterile pack, they found plunger was broken and few in damaged condition.

Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a emerald syringe 3ml 23x1 from lot #1072849 regarding item #307753 with the reported issue of broken and damaged plunger. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the ten retention samples.

Event description:
It was reported that 10 of the bd emerald¿ - 3-piece syringe plunger was broken, and a few were in damaged condition. The following information was provided by the initial reporter: when the customer opened the individual sterile pack, they found plunger was broken and few in damaged condition.